Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 4/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor siltex round moderate profile 475cc saline prosthesis, catalog: 3542680, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient under went breast with a mentor siltex round moderate profile 475cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement of breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device and on the shell surface. A rent measuring approximately 0.2 cm was observed within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Complaint was confirmed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The device history record (DHR) of lot number 5666577 reviewed on 7/9/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/27/2018, mentor received additional information that the complaint device was originally listed as the concomitant product and vice-versa. Section d has been updated: lot: 5666577, serial: (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor siltex round moderate profile 325cc, catalog: 3542680, serial number: (B)(4), lot: 5718116. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received updated information on (B)(6) 2018: the patient underwent unilateral removal and replacement with a mentor memorygel breast implant 300cc gel prosthesis on (B)(6) 2018. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).